Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant 3rd generation (B)(6) results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Low immulite 2000 3rd generation (B)(6) results were obtained on four pt samples and reflex testing provided higher results. The higher results were considered by the lab to be the correct results. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant 3rd generation (B)(6) result.